Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderate calcified, tortuous lesion in the left circumflex (lcx). Reportedly a 3.5 x 38mm xience prime rx drug eluting stent (des) was advanced into the anatomy; however, before it crossed the lesion the proximal shaft was noted to break into two pieces and was simply withdrawn. Another xience prime was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. Factors contributing to a material separation include, but are not limited to, damage during manufacturing, interaction with accessory devices or inadvertent mishandling. In this case, it is possible that the device interacted with the moderately calcified, moderately tortuous anatomy during advancement, resulting in the reported material separation and observed hypotube break(s), however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.